Event description:
It was reported that a surgeon had issues during the last 4 cases where he experienced several turned collets, stuck cap, and rocker fork trouble. He stated the rod should be easily seated in the head of the screw and not always requiring the use of a reduction instrument. Matrix added on average 1.5 to 2 hrs to each case because the screw head is too sensitive to mismatched heights and collet turning. Part number for the rod is unknown and there is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.